Event description:
Pt is a 23 yr old female who was exceptionally unreliable in clinic follow-up. It was felt the pt would be at risk if the device was not replaced at this time. Upon removal. It was noted that the adaptor was cracked.